Manufacturer narrative:
Customer has been contacted for additional information and the sample for evaluation.

Event description:
Microwire got stuck during seldinger technique and unraveled during removal. A small part of the wire was left inside the soft tissue of the patient's groin.

Manufacturer narrative:
Attempts to obtain additional information about the device and event and to have the sample returned for evaluation were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.